Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment at a time when she was unable to use her aviva system, due to error within specifications. The meter error was caused by the customer attempting to use expired strips. The device error was resolved through troubleshooting with manufacturer's product support agent. A request was made for the return of the system and a replacement was sent.